Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. The patient was brought into clinic. Low r-wave measurements were noted. Additionally, loss of capture at maximum outputs was observed. Stored episodes showed the patient had received two inappropriate shocks due to oversensed noise on the rate/sense channel. An x-ray revealed the lead had fractured. An invasive procedure was performed and this lead was capped and surgically abandoned. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.